Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon during a polypectomy procedure performed on an unknown date. During the procedure, the captivator cold snare would not cut through the polyp. The physician attempted to open and close the snare multiple times to cut through polyps. The procedure was completed with a different device. There were no patient complications reported as a result of this event.